Manufacturer narrative:
(B)(4). The device has not yet been returned to atricure for evaluation. If additional information is received a supplemental report will be submitted.

Event description:
It was reported during a aortic and mitral valve repair/replacement procedure while using the device the piece that locks down broke off and fell into patient. The case was prolonged ten minutes to remove the medal piece. The patient outcome was not affected. They used a used manual retraction to complete the case.